Event description:
It was reported that during a mitral valve repair procedure, the hemostasis valve of the cannula would not open. This was noted during prep. There was no pt use. Another cannula was used to complete the case.